Event description:
Event description boston scientific, crm received information that this implantable cardioverter defibrillator (ICD) device was explanted, as it reached its elective replacement indicator (eri) on august 1, 2006. The device was implanted on october 21, 2002. No allegation was made against the device; however, analysis of device longevity was requested based on the device printouts. A boston scientific technical services (ts) consultant calculated the expected longevity using the provided device settings. The calculated expected longevity was 6.97 years. Eri was noted to have been triggered due to a long charge time of 26.9 seconds. No adverse patient effects were reported. This device will not be returned, as it was discarded by the hospital.